Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 400 mg/dl and 429 mg/dl. Customer stated that insulin pump was not on automode during the high blood glucose event. Insulin pump had loss of communication with meter. Insulin pump will not be returned for analysis.